Manufacturer narrative:
The investigation was completed. The console was returned for evaluation. The device logs showed that the purge cassette and pump were removed in the middle of the case when the blue receptacle had broken off. Upon inspection of the console, the blue receptacle was completely broken cracked and dislodge that would have caused the inability to start a case. Therefore, the root cause of the purge disc/flag issue was due to a broken blue receptacle. This report is being filed as part of a retrospective review of historical records.

Event description:
The complainant reported that the automated impella controller had a damaged purge disk holder. A loaner was sent to the customer. No report of patient involvement was noted.